Manufacturer narrative:
The customer¿s report of a leaking maxzero valve was confirmed. Visual inspection of the set showed no damage or anomalies. Examination of the valve under magnification showed a microchannel/scratch within its interior diameter. Functional and pressure testing confirmed leaking from the engagement of the mating exit luer tip to the valve. The root cause of the microchannel which creates a fluid path is an equipment error during the inspection and testing process during final assembly of the maxzero component. Child. 18015671 is thought by the customer to be the lot number, but not confirmed.

Event description:
The customer reported that one child with recent clabsi had multiple changes to the central line due to leaking of the maxzero. Although requested, no further details have been provided.